Event description:
The pt has a shunt placed with the distal catheter place in the atrial space in 2006. The pt experienced atrial reflux and the valve was explanted and replaced.

Manufacturer narrative:
Codman has received the device for evaluation.